Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there was no captures and low impedance in bipolar and unipolar configuration. Therefore the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner tubing of the lead was extrinsically breached due to a tear. It was noted that the inner insulation of the lead was extrinsically breached due to a tear, the inner tubing of the lead became extrinsically distorted due to kinking/buckling, and the inner insulation of the lead became extrinsically distorted due to kinking /buckling. Also visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that electrical tests was performed and there was found the cross continuity failed due to inner insulation and inner tubing breached/torn/extrin sic. This contributed to the reported low impedance, caused at implant.